Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found that the yoke assembly had come loose from the spring arm. Additionally, the technician found that the retaining key and shaft components for the yoke assembly were both worn. The steris service technician ordered the replacement retaining key and yoke shaft components. The unit has been removed from service pending repairs. The damaged components were not returned to montgomery for evaluation. A root cause of the reported event could not be determined. Steris will continue to monitor for similar events. A follow-up report will be submitted once the repairs have been made.

Event description:
The user facility reported that during a patient procedure the yoke assembly of their harmony air e-series surgical lighting system detached from the spring arm and was hanging by the cables resulting in a short procedure delay. The yoke assembly was resecured to the spring arm by user facility personnel, and the procedure was completed successfully. No report of injury.